Event description:
It was reported that: pt had primary surgery and stated that between time of surgery and revision she pulled quad muscle and had to rejuvenate implant removed. Pt states that when she got home from the primary surgery, she was having problems with hip. Pt states that the hip felt like dead weight, pt went into the emergency room and her hip was drained to relieve fluid and swelling. Pt ended up having revision surgery on left hip on (B)(6) 2011 at (B)(6) medical center. Pt states that she had another stryker implant but doesn't know which one.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.